Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 456 mg/dl at the time of incident. Customer reported that they had insulin flow block alarm and event was resolved by changing complete set infusion set and reservoir. The customer declined troubleshooting for high blood glucose level. The customer did not mention any treatments and symptoms related to high blood glucose level. It was reported that the customer turned off the auto mode. The customer was advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The customer was advised to call back for assistance if high blood glucose persist. The device will not be returned for analysis.